Event description:
The customer reported a leak from a coulter act 5diff analyzer cp. The volume of the leak was approximately 20 microliters and was contained within the instrument. There were no erroneous results generated. Patient treatment was not impacted in connection with this event. The instrument operator was wearing gloves at the time of the leak. There were no reports of direct contact with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the probe backwash assembly was leaking diluent. The fse determined the o-ring on the backwash diluent dispense tubing was cracked and leaking. The o-ring was replaced and the leak was resolved. (B)(4).